Event description:
This lv lead was implanted on (B)(6) 2015 and remains implanted as of this time. A call was placed to technical services on (B)(6) 2018 stating that this lead was involved with lost of capture at max output. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).